Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Multiple attempts have been made to obtain additional information from the customer regarding this event however, no additional information was provided. Stroke is listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 8 months. It is unknown if the device was explanted from the patient. Though requested, the product disposition was not provided by the site. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2016 due to a cerebrovascular accident. Additional information was requested but not provided.